Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval; however, a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the 7.5mm revere preferred angle monoaxial screw design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
Globus medical, inc. Received notification from a sales rep, via e-mail that a globus manufactured screw broke. Pt underwent initial surgery on (B)(6) 2009. Pt had revision surgery on (B)(6) 2011 to remove broken revere 7.5mm preferred angle monoaxial screw 35mm at s1 left side. There were no precipitating factors reported.